Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 11 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 3768532 142-36-93 - cocr fem head 36mm -3.5 offset 12/14. 4040835 180-65-35 - alteon 6.5mm screw, 35mm. 4157736 164-02-09 - element-stem, collarless w/ha, high offset, sz 9. 4284964 186-03-54 - integrip mh cup sz 54mm. 4321706 164-01-09 - element-stem, collarless w/ha, std offset, sz 9. These devices are used in treatment and not in diagnosis. Pending investigation.

Manufacturer narrative:
B1: corrected. B2: corrected. H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative: based on the available information, the patient involved in the incident following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.